Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The physician noticed that the lead helix was not extending smoothly. Rotation on the proximal part of the lead resulted in the helix partially jumping out. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.